Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was done under local anesthesia. The physician reviewed the computed tomography (CT) scan with magnetic resonance imaging (MRI) it was noted there was a possible rectal wall infiltration. The spaceoar was low midline and near the apex. A sigmoidoscopy was performed and it did not appear that any gel was protruding through the rectum. There were no patient complications reported as a result of this event. The patient did not have any pain and will proceed with treatment. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was done under local anesthesia. The physician reviewed the computed tomography (CT) scan with magnetic resonance imaging (MRI) it was noted there was a possible rectal wall infiltration. The spaceoar was low midline and near the apex. A sigmoidoscopy was performed and it did not appear that any gel was protruding through the rectum. There were no patient complications reported as a result of this event. The patient did not have any pain and will proceed with treatment. On october 26, 2021, additional information was received stating that 3 fiducials were possibly administered transperineally.

Manufacturer narrative:
Additional information received update on the following: block b3: event date. Block b5: describe event or problem. Block d6: implant date. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.